Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. A cartridge change was performed to address the issue and insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Blood glucose (bg) level was 583 mg/dl and a manual injection was used to correct. Reportedly, the customer reverted to manual injections for insulin therapy.